Event description:
In 2007, a motor vehicle accident patient presented with a contained descending thoracic aortic rupture. The patient was treated with a gore tag thoracic endoprosthesis. Follow-up computed tomography taken in 2007, showed the device to be functioning properly. Follow-up computed tomography taken at the end of the following month, showed proximal invagination of the device, though the patient was asymptomatic and blood flow was adequate. One month later, another computed tomography scan showed the proximal end of the device still infolded, however, the patient was still asymptomatic with adequate blood flow. The distal end of the device appeared to be completely open. The contained rupture also appeared to be healed. The physicians feel the patient is not a candidate for re-intervention at this time. The patient will continue to be closely monitored.

Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.